Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure for morbid obesity. The powered stapling device was being applied to the stomach. The stapler was able to fire. The status of all the indicator lights was solid. After several successful firings, instrument was loaded with reload, placed on stomach closed and fired. The knife assembly moved forward normally until it reached the end of its firing path. The knife assembly was retracted in the normal fashion and load was removed form tissue. It was noticed that most of the staples from the just fired load either did not close (and remained open and in the path of the knife assembly or were pushed to the distal tip of the of the load in a bunch. Staple line was incomplete throughout its entire pathway. A new reload was loaded onto the device, positioned medial to the disrupted staple line, fired without further issue and the procedure was completed without further issue. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is auto-washer.